Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was lost to follow-up. Upon interrogation, a message was observed indicating the battery voltage was low. Additionally, radio frequency telemetry could not be used. Boston scientific technical services (ts) discussed the device had gone into storage mode and replacement was recommended. An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4).